Event description:
It was reported that the right ventricular (rv) lead exhibited a high, rising threshold and rising impedance. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.